Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications.. Visual and microscopic examination of the returned device found that the catheter was kinked and broken. During functional testing, a pin guage was verified to meet the catheter shaft when inserted into the catheter hub. The patency mandrel was not advanced through the catheter due to the damage noted to the device. Based on the investigation findings, it is possible that the catheter was broken fractured which may have been reported as a kink/bent. The catheter tip was also seem to be kinked bent. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the investigation.

Event description:
Based on the investigation of the returned product, the catheter shaft was broken. There were no clinical consequences to the patient.